Event description:
Report received from (B)(6) stating "hose ruptured." The event was not related to any surgical procedure. No pt or user injury was reported. There was no additional info provided.

Manufacturer narrative:
Ref: (B)(4).

Manufacturer narrative:
The device was received by anspach. If additional info is received, a supplemental report will be sent.